Manufacturer narrative:
For one event: 1. Summary of investigation results: the investigation determined there was an issue with the barcode scanner of the device. Three factors that caused the issue, a defective barcode scanner, usage of code 39, and no checksum implemented at the customer's laboratory information system. The analysis found a mismatch rate between the read and calculated checksum to be 0.3-1.0%. This rate does not represent the number of misassigned sample ids, as many samples were re-loaded multiple times until the ID matched. Affected ids showed no pattern in the range but had an issue consistently affecting the last digits. The barcode scanner was suspected to have an optical defect. 2. Summary of follow up/corrective actions taken: the barcode reader was replaced and no further issues were reported. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: a customer alleged swapped identification numbers for two patient samples that had barcodes scanned on a cobas x480 instrument. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.